Manufacturer narrative:
(B)(4). On 11-sep-2023, information update has been received regarding ateria centralis retinae thrombus left eye (ae1): if event is both serious and procedure related, in the opinion of the investigator and in accordance with the list of expected events in the instructions for use, is the adverse event expected or anticipated? Value "unexpected/unanticipated" has been changed to "expected/anticipated". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-oct-2023, information update has been received regarding ateria centralis retinae thrombus left eye (ae1). In-patient or prolonged hospitalization value "no" has been changed to "yes". Therefore, h 6. Health effect - impact code has been updated and the code of ¿hospitalization or prolonged hospitalization (f08): was added. Admission date value "" has been changed to "13 mar 2023"; discharge date value "" has been changed to "16 mar 2023". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-may-2024, information update has been received regarding ateria centralis retinae thrombus left eye (ae1. Outcome value "recovering/resolving" has been changed to "not recovered/not resolved" external reference (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by biosense webster inc., it was reported that on, a patient underwent a cardiac ablation procedure under general anesthesia for idiopathic ventricular tachycardia with qdot micro catheter. On (B)(6) 2023, patient experienced ateria centralis retinae thrombus left eye. Study investigator rated the event moderate in severity and serious deterioration in the health of the subject as defined by medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Relationship to study device is not related. Relationship to procedure is possible and to index procedure. The opinion of the clinical investigator in accordance with the list of expected events in instructions for use the adverse event is unexpected / unanticipated. Outcome is recovering/resolving with the intervention / treatment of medication.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30899734l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).